Manufacturer narrative:
An ultraflex esophageal stent and delivery system was returned for analysis. Visual evaluation found that the stent was fully constrained on the delivery system and the shaft was kinked. Functional analysis found that the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damage found to the device during product analysis is consistent with the application of excessive force to the delivery system. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used in the esophagus during an upper gi endoscopy procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a 26-28 cm stricture due to esophageal cancer. During the procedure, the physician started deploying the stent when the deployment suture got stuck and the stent could not be deployed any further. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used in the esophagus during an upper gi endoscopy procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a 26-28 cm stricture due to esophageal cancer. During the procedure, the physician started deploying the stent when the deployment suture got stuck and the stent could not be deployed any further. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.